Event description:
Over the past several mos hosp has documented blisters occurring with the 3m medipore tape. The tape has a stretch and is dispensed such that you anchor on one side and then stretch the tape across the wound. As the wound swells, the tape attempts to return to its non stretched self and causes blisters. These had been seen on surgical pts over a period of time but the cause was unrecognized until hosp obtained a skin care specialist to evaluate these wounds. Hosp has had to remove tape quickly post surgery and retape with an alternative product to prevent the blisters.